Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no patient injury.

Manufacturer narrative:
(B)(4). The device catalogue number was not provided; therefore a DHR review could not be conducted. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with production sample ch16 on the deflation test. No deflation issues were observed. However; in the absence of the returned sample and limited information available, further investigation could not be conducted, and therefore the complaint is not confirmed.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no patient injury.